Manufacturer narrative:
Manufacturing site:(B)(6). Attempt was made to gather thorough event information during complaint processing; the physician commented that this was not related to the device itself but his manipulative technique. The patient was fine and discharged home without adverse impact. The returned guide wire had its coil wire fractured and elongated for approximately 300mm originating at the middle solder located at 70mm from the wire tip. The coil wire fracture site was observed microscopically. It found that diameter of the fracture end was getting smaller suggesting that the coil wire became separated due to ductile fracture. At approximately 25mm from the middle solder, the inner coil wire was exposed. It had stretched and twisted. At the distal end (soldered) of the inner coil wire, the twist wire was fractured and the core wire was found fractured at approximately 0.5mm from the distal end of the inner coil wire. Both twist wire and core wire showed the same characteristic of ductile fracture that was seen on the coil wire. It was measured that approximately 8mm of the separated distal segment of the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that movement of the guide wire was restricted by the tortuous collateral channel when the snare was pulling the guide wire into the guide catheter, making the core wires (twist wire and core wire) to be pulled and eventually fractured and the coil wire to be elongated. There was no indication of product deficiency. Reportedly the separated tip segment was retrieved; however, it was not returned to the manufacturer. Thus it was concluded that a possibility could not be ruled out that it could be remaining in the patient anatomy. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a pci to treat a cto lesion in the lad #7, the subject guide wire was delivered into a guide catheter via an ipsilateral collateral channel. A gooseneck snare was used to catch the wire tip and bring the guide wire further proximal. When the physician pulled the guide catheter proximally, the wire tip became separated. The separated wire tip was retrieved. The pci was resumed and finished with reestablished blood flow.